Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a rapid increase in left ventricular (lv) lead pacing impedance measurements over the course of several months. Despite the increase in impedance, measurements remained within normal limits. Boston scientific technical services (ts) discussed possible non-surgical solutions to the issue despite the cause never being determined. At that time the physician elected to continue monitoring the patient. Several weeks later, high lv pacing impedances greater than 2000 ohms were observed. The patient underwent a subsequent revision procedure in which the lead was explanted and replaced but crt-d left in service. Lv loss of capture was also noted at the time of revision. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.